Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the tibial peroneal trunk while inflating the viatrac balloon dilatation catheter (bdc) at 12 atmosphere (atm), the balloon ruptured. The device was removed, without issue and a 5.0 viatrac was used in the procedure at 14 atm. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.